Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - as reported by complainant, PICC line "out" 3cm when it should have been "out" 1 cm. When the nurse went in to redress the site, they reported that the PICC line broke off at the hub. The nurse was able to keep the line from migrating and all centimeters were accounted for. Another PICC line was place at a different site.